Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that the medial patella support belt was reconstructed; the twinfix anchor could not be screwed in until two thirds. It is unknown whether the event happened during surgery and if there was a patient involvement. Another anchor had no problem.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found that the device has not been deployed. No deficiencies can be seen with the device. A visual inspection of the returned device found that it is not in its original packaging. The device has not been deployed. The anchor is fractured between the threads near the suture window. There is debris in the threads and on the handheld device. A piece of tape on the handle has the part number on it. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation could not be performed due to the condition in which the device was received. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the medial patella support belt reconstruction; the twinfix anchor could not be screwed in until two thirds. It is unknown if there was a delay. The procedure was completed with a backup device and no further complications were reported.

Manufacturer narrative:
The reported device, intended for use in treatment was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided image confirms the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The twinfix ultra pk preloaded suture anchors instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation